Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was moderately calcified and 99% stenosed. The esprit balloon ruptured at 6 atm due to the calcification. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing materials, interactions with other devices, patient anatomy. The lesion was moderately calcified, which could have contributed to mechanically damaging the balloon materials as the rx esprit was advanced to the lesion such that upon inflation the device ruptured. However, without a returned device for analysis a definite root cause for the rupture cannot be determined.